Event description:
The plaintiff's attorney alleges that the patient experienced a cardiovascular event caused by naturalyte and/or granuflo administered during dialysis treatment.

Manufacturer narrative:
(B)(4). This is one event for the same patient involving two separate products.